Manufacturer narrative:
(B)(4) - the mfg documentation for this device was reviewed and it revealed the device met all quality and mfg release criteria. To date, there have been no other reported complaints received from other devices mfg in the same lot. The device was microscopically examined and a shaft separation was noticed at the distal end near the clear tube which is outside the pt's body. Separation of the catheter occurred along the proximal blue shaft body, just proximal of the coupling, and approx 175 mm measuring from the proximal end of the shaft. Further eval of the device revealed it had been flushed with saline; both saline fluid and crystallized saline were present inside the device when initially evaluated. In addition, it was noted that the drive cable had buckled where the separation occurred, this condition usually occurs as the device is rotating. The MFR concludes that the device was prepared per IFU instructions and connected to the pimr. The MFR and distributor continue to attempt in obtaining add'l info from the reporting facility. At this time, it is unk how the damage occurred. It is possible that the user loaded the catheter to the guide wire and then adjusted the position of the pimr forward which would cause the catheter to be inadvertently bent greater than 45 degrees. The IFU for this product states under precautions: "do not kink or sharply bend the catheter at any time. This can cause drive cable failure. An insertion angle greater than 45 degrees is considered excessive." A supplemental report will be submitted when the MFR receives new info from the distributor.

Event description:
(B)(6) hospital reported to our (B)(6) distributor an out of box incident stating that the catheter was noticed to be cracked and bent mid-shaft when removed from the package.